Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b:unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -11.00/+2.5/092 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens had dislocated/subluxed and patient complained of halos. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.